Manufacturer narrative:
This issue is currently under further investigation by merge healthcare.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer contacted merge healthcare and alleged that the height measurement was importing incorrectly to the clinical report causing miscalculation of the bsa. Due to the incorrect bsa calculation in the clinical report, there is a potential for incorrect treatment of the patient that could result in harm. There is no indication of any patient harm that has occurred as a result of this issue. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 08/22/2016. An internal investigation was completed by merge healthcare ((B)(4)) and it was found that, occasionally a modality will send height in cm instead of meters, possibly from a cart configuration and/or user error. Cardio is always assuming the height will be in meters. Sending the height in cm causes cardio to incorrectly convert the unit of measure. Support resolved this issue by updating the readonlydata.xslt transform file to correct improper height calculations. The issue, which is readily apparent, does not pose patient safety concerns. The potential impact to a patient has been reviewed and the risk level has been assessed as low (non-serious injury). Additionally, a low number of customers have reported this issue therefore reducing the frequency of occurrence. No further actions are anticipated at this time due to the issue being readily apparent, the low number of complaints, the ability for merge support to correct this issue by updating the database and low impact on patients. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: results code: 3208 configuration issue. Conclusions code: 14 device incorrectly prepared for use or modified. H10 - indication of additional manufacturer information is contained in this follow-up report.